Event description:
It was reported that the arctic sun device getting low flow alarms. Nurse had changed out the device and was getting the same alarms on it so then they changed the pads out. Nurse stated that they were still getting low flow alarms and was not sure what to do. Had nurse stop therapy, empty the pads and disconnect the pads. Walked nurse through placing the device in manual control. Without the pads: water flow rate (wfr) 1.6 l/min, inlet pressure (ip) -5psi, circulation pump command (cpc) 87 percentage. This appears to be a bad circulation pump. Informed nurse to send this device to biomed labeled low flow, s/n dyfral037. Nurse powered on the second device. Had nurse place this device in manual control first. Without pads: water flow rate (wfr) 2.1 l/min, inlet pressure (ip) -7psi, circulation pump command (cpc) 77 percentage. Had nurse attach pads one at a time holding only the blue tubing and not the clear plastic clamps. Left chest: water flow rate (wfr) 1.3 l/min, inlet pressure (ip) -2.9psi, circulation pump command (cpc) 100%. Left leg: wfr 3.1 l/min, inlet pressure (ip) -5.2psi, cpc 100%. Right chest: water flow rate (wfr) 1.9 l/min, inlet pressure (ip) -2.6psi, circulation pump command (cpc) 100%. Informed nurse this circulation pump also appears to be the issue, they would send to biomed s/n 5782. Nurse emptied the pads and disconnected device. Nurse got a third device, connected pads with proper connection, and started therapy. After a few minutes, water flow rate (wfr) 3.4 l/min. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be the water flow rate is inadequate to transfer optimal energy due to internal air leaks. However, there was insufficient information to confirm this potential root cause. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device getting low flow alarms. Nurse had changed out the device and was getting the same alarms on it so then they changed the pads out. Nurse stated that they were still getting low flow alarms and was not sure what to do. Had nurse stop therapy, empty the pads and disconnect the pads. Walked nurse through placing the device in manual control. Without the pads: water flow rate (wfr) 1.6 l/min, inlet pressure (ip) -5psi, circulation pump command (cpc) 87 percentage. This appears to be a bad circulation pump. Informed nurse to send this device to biomed labeled low flow, s/n (B)(6). Nurse powered on the second device. Had nurse place this device in manual control first. Without pads: water flow rate (wfr) 2.1 l/min, inlet pressure (ip) -7psi, circulation pump command (cpc) 77 percentage. Had nurse attach pads one at a time holding only the blue tubing and not the clear plastic clamps. Left chest: water flow rate (wfr) 1.3 l/min, inlet pressure (ip) -2.9psi, circulation pump command (cpc) 100%. Left leg: wfr 3.1 l/min, inlet pressure (ip) -5.2psi, cpc 100%. Right chest: water flow rate (wfr) 1.9 l/min, inlet pressure (ip) -2.6psi, circulation pump command (cpc) 100%. Informed nurse this circulation pump also appears to be the issue, they would send to biomed s/n (B)(6). Nurse emptied the pads and disconnected device. Nurse got a third device, connected pads with proper connection, and started therapy. After a few minutes, water flow rate (wfr) 3.4 l/min. Encouraged nurse to call back with any issues.